Event description:
It was reported that during a pneumonectomy procedure the first two firings on the pulmonary vein were fine. The device was reloaded for the third time and placed across the pulmonary artery and fired. When the surgeon removed the device there were no staples. The surgeon grabbed the artery until sutures were used to sew the staple line and complete the case. The patient received more than 2 units of blood products and is doing well.

Manufacturer narrative:
Date sent: 04/13/2009. Information anticipated, but unavailable at this time.